Manufacturer narrative:
The customer¿s report of channel disconnection and a channel error 27-5-381 was confirmed through review of the pcu event log and pump module error log. During an access line IV fluid infusion on (B)(6) 2016, both a channel disconnect alarm and soft fault 27-5-381 occurred. Visual inspection of the pcu showed the left (female) iui connector had contamination present on the contact point of each pin. The right (male) iui connector had contamination on each pin and corrosion and pitting on most pins. The pump module was not received for investigation. During lab testing, a channel disconnect alarm was replicated while a test pump module was attached to the right side of the pcu. The failure was isolated to the right (male) iui connector of the pcu. After cleaning the iui connector, the channel disconnection could no longer be replicated. The root cause of the channel disconnection is contamination of the iui connector. The root cause of the software fault 27-5-381 was not determined, but is believed to be the result of contamination of the iui connectors.

Event description:
The customer reported that the device displayed a "red screen" and the channel disconnected while in use. Reportedly the device displayed a "channel error 27-5-381." There is no report of any patient impact.